Event description:
Procedure: gyn; reportedly, during use re-grasp alarm occurred frequently, but the surgeon continued use. While coagulating the tissue, the tip of device disengaged into the pt cavity. Metallic part was retrieved from the cavity, but plastic part could not be found. There was no report of pt injury.